Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen will not calibrate. The left side of touchscreen is unresponsive. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised to reference page 186 of the v60 service manual for replacing the v60 touchscreen.

Manufacturer narrative:
H10: the customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.